Event description:
In early 2009, the lay pt contacted lifescan alleging that this one touch ultra 2 meter read inaccurately high. The medical affairs specialist (mas) classified the complaint based on the customer care advocate (cca) documentation since the mas was unable to contact the pt to obtain additional info. The pt alleged that he obtained a reading of 354 mg/dl on the reported product "a few mins" after feeling lightheaded. He said he went to the ER when he felt lightheaded. He claimed that a reading of 284 was obtained on a hospital meter within 10 mins of the lfs product reading. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The pt also claimed that a health care professional treated him with IV glucose. The reason for treatment was not described. The cca noted that the pt followed correct testing technique. The patient's products were replaced. This complaint is reported because the pt alleges he went to the ER and was treated with IV glucose after reportedly receiving an inaccurate high result on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.